Manufacturer narrative:
The reference (B)(4) has been allocated to this case by rayner. The event description provided states that as the surgeon was inserting the iol the lens was "shredding". The rear of the lens was torn in the inserter. The rayone emv rao200e was explanted and exchanged during the original surgery session without any harm/injury to the patient. "Iol replacement or extraction" is listed in the "adverse events" section of the rayone IFU. The device associated with this event was discarded by the healthcare facility following explantation. The rayone preloaded iol injection system use risk analysis identifies the following as possible causes of "trapped/ torn lens haptic/ optic during insertion"; inadequate amount of viscoelastic; inadequate quality of viscoelastic; haptic trapped by plunger override due to fast motion; user opens closed flaps and closes again before use; plunger advanced too quickly, insertion of viscoelastic through nozzle leading to inadequate amount of viscoelastic; user removed injector from tray prior to inserting viscoelastic, causing lens to be improperly placed in cartridge; user removed injector from tray prior to closing cartridge, resulting in cartridge not being clipped properly; optic edge trapped/ damaged on closure of cartridge, sharp edge instruments and dehydration of the lens prior to implantation. Our review of production records for the rayone emv rao200e batch 053216492 showed that all manufacturing and quality checks were conducted with successful results. All devices released for distribution from this batch were within tolerance, met specification criteria and were without defects. A review of vigilance data confirms that this is an isolated event. No other incidents, of any type, have been received against the rayone emv rao200e batch 053216492. There is insufficient evidence and information available to establish the root cause of the event in this case.

Event description:
On 10th july 2024, rayner received notification from its distirbutor in new zealand of an event that occurred during use of a rayone emv rao200e. The event description provided states that as the surgeon was inserting the iol he could see that the lens was "shredding" and the rear of the lens was torn in the inserter.